Event description:
Reporter indicated that patient was diagnosed with a staph infection in 2002 which apparently resolved, but pt now had a second infection. Follow-up with the patient's last known physician revealed that the patient was last seen in their office on 11/27/02 at which time no infection was noted and the patient reported good seizure control with the vns. The patient has reportedly changed physicians since then due to a change in insurance carrier. The patient's generator has since been explanted. It is unknown at this time whether the lead was also explanted or whether the infection has resolved.